Event description:
Boston scientific crm received information that this patient fell and broke his shoulder which resulted in a fracture of this right ventricular lead. The lead was removed from service and successfully replaced.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.